Event description:
New information received notes that the lead exhibited noise and fluctuating pacing impedance. A lead revision was recommended but the patient elected not to undergo the procedure at this time. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
During an implant, an aborted charge due to possible high voltage lead issue was observed. The physician explanted the device thinking it was an issue with device. Later, the device analysis identified lead materialon device arc mark. Physician will continue to monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.